Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve within an existing surgical valve, this transcatheter valve was implanted high, the non-coronary cusp (ncc) was missed which resulted in moderate to severe paravalvular leak (pvl). As reported, post implant the contrast injections did not opacify the bottom of the annulus or the existing surgical valve. The initial transcatheter valve was implanted high due to the misinterpretation of depth in relation to the ncc and existing surgical valve eyelets. Ultimately, a second bioprosthetic transcatheter valve was successfully implanted within the same procedure with a mean gradient of 6.7 and mild pvl as noted via echocardiography. No additional adverse patient effects were reported.